Manufacturer narrative:
The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
Leaking from between catheter and butterfly. Dressing was last changed on (B)(6) 2025, a day after PICC insertion.